Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode experienced an inappropriate shock due to oversensing of wide f waves in atrial fibrillation (af). The hospital requested analysis. This s-ICD system remains in service. No adverse patient effects were reported.